Event description:
It was reported that at a regular follow-up appointment, the physician was unable to interrogate this implantable device. Three separate programmers were used, but the device was still unable to be interrogated. Boston scientific technical services was contacted and suggested testing the magnet response of the device, as well as interrogating the patient in another room. Device replacement was ultimately recommended if successful interrogation was unable to be performed. Additionally, although the patient had been asymptomatic, the device's pacing was impacted by the depleted battery. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis and is currently pending analysis completion. Once the investigation is completed, this record will be updated with results.

Event description:
It was reported that at a regular follow-up appointment, the physician was unable to interrogate this implantable device. Three separate programmers were used, but the device was still unable to be interrogated. Boston scientific technical services was contacted and suggested testing the magnet response of the device, as well as interrogating the patient in another room. Device replacement was ultimately recommended if successful interrogation was unable to be performed. Additionally, although the patient had been asymptomatic, the device's pacing was impacted by the depleted battery. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed failure to interrogate and pacing problems. A manufacturing change was implemented in (B)(6)2020 which is expected to mitigate this issue. This device was manufactured prior to the implementation of this change.

Event description:
It was reported that at a regular follow-up appointment, the physician was unable to interrogate this implantable device. Three separate programmers were used, but the device was still unable to be interrogated. Boston scientific technical services was contacted and suggested testing the magnet response of the device, as well as interrogating the patient in another room. Device replacement was ultimately recommended if successful interrogation was unable to be performed. At this time, the device remains implanted and in-service with no patient consequences reported. Information has been requested regarding the event resolution, but has not yet been received.